Event description:
A peritoneal dialsis (pd) nurse reported that a pt did not follow proper aseptic technique and was diagnosed with peritonitis on (B)(6) 2014. The pt was treated with a regimen of vancomycin and cefazolin. As of last lab results on (B)(6) 2014, pt has continued to show signs of peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and available medical records.